Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as no device/lot information was provided. Based on available information, a cause for the reported mitral regurgitation (mr) could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip instructions for use, is a known possible complication associated with [product] procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation. Two xtw mitraclips were implanted on (B)(6) 2020. The mr was reduced to grade 1-2. Due to recurrent grade 3 mr, another clip was implanted on (B)(6) 2024. There was no movement of the clips that were implanted in the first procedure. Both clips remained stable on the leaflets. The mr was reduced to grade <1. No additional information was provided.

Event description:
It was reported that two unknown mitraclips were implanted on (B)(6) 2020. The mr was left at mild to moderate at that time. Due to recurrent mitral regurgitation, another clip was placed. There was no movement of the clips that were implanted in the first procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.